Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that there was a memory problem on the host pc. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A field service engineer (fse) checked system and confirmed that host pc have memory problem. After reviewing log file fse found that host-pc memory 2 problem. Upon troubleshooting field service engineer (fse) identified a memory issue with the host pc. The host pc had displayed a memory failure message during the power-on self-test (post). The cause of the host pc failure could not be conclusively determined by the supplier's part analysis. Fse replaced the host pc. After replacing host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.